Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 328 mg/dl, 119 mg/dl, and 117 mg/dl. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek compact system: test strip lot number 20659241, expiration date 08/31/2008.